Event description:
Customer states that she attempted to use the device within 3 hours of a hyperglycemic event, but was unable to obtain a result due to an error. Customer was taken to the hospital, where she was tested at 549 mg/dl on the hospital meter. Customer is unsure if she was treated for hyperglycemia with insulin, but while at the hospital she was treated for a blood virus (type not provided) with an antibiotic (type not provided). Customer was admitted to the hospital for 5 days and then transported to a rehabilitation center for 18 days. Customer is currently fine. Requested return of suspect device and strips; however, customer no longer has strips left from the incident. Replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.